Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue. Additional product codes added.

Event description:
Customer complains of lo results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 110-150mg/dl fasting. Verified the strips expire 07/22/20187. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern:concern is the result of 102 on (B)(6) 2015 and 91 on (B)(6) 2015 customer call and needed assistance running the blood test. While speaking to the customer the phone got disconnected. Customer called back and the call was transferred. Customer then stated she ran a blood test and the result was lo not fasting. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of lo results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 110-150mg/dl fasting. Verified the strips expire 07/22/20187. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Reviewed meter memory (B)(6). Customers concern: concern is the result of 102 on (B)(6) 2015 and 91 on (B)(6) 2015. Customer call and needed assistance running the blood test. While speaking to the customer the phone got disconnected. Customer called back and the call was transferred. Customer then stated she ran a blood test and the result was lo not fasting. Adverse event not reported.